Event description:
It was reported that a patient¿s ilet pump touchscreen was cracked, with the top portion nonfunctional, and the device was no longer watertight; the patient could not identify the cause, and a replacement was arranged with instructions to shut down the device and to back up therapy as needed. Symptoms included no reported changes in blood glucose. Outcomes included device replacement and the ability for the patient to continue glucose monitoring using a compatible cgm application or receiver. Investigation included a complaint review and verification of device return logistics. Investigation of this case revealed external damage to the touchscreen component resulting in partial loss of display functionality and loss of ingress protection, consistent with physical damage to the user interface module. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact or stress.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.